Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominalv pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, chronic pain, general abnormal bleeding, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received,event injury coding changed to pelvic pain, new event abdominal pain ,chronic pain , general abnormal bleeding, device breakage, psych injury were added, patient dob and lab data added, product indication and date of removal were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and ectopic pregnancy. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe: modely") and weight increased ("weight gain / loss: gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti,") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (sapling. (Bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, depression, hormone level abnormal, vaginal haemorrhage, urinary tract infection, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,chronic pain , general abnormal bleeding, device breakage current weight 154lbs discrepancy in essure confirmation test- as per current pfs she did not underwent on essure confirmation test, previously reported hsg with bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral. Lot number: a15526, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the device breakage and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,chronic pain , general abnormal bleeding, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ fracture') and menorrhagia ('abnormal bleeding vaginal, menorrhagia') in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and ectopic pregnancy. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), mood altered ("hormonal changes describe: modely"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss: gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, depression, mood altered, vaginal haemorrhage, urinary tract infection, anxiety, migraine, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the nausea and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal. Pain ,chronic pain , general abnormal bleeding, device breakage. Current weight 154lbs. Discrepancy in essure confirmation test- as per current pfs she did not underwent on essure confirmation test, previously reported hsg with bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram on an unknown date: bilateral. Lot number: a15526, manufacture date: 2012-06, & expiration date: 2015-06 . Most recent follow-up information incorporated above includes: on 23-jul-2020: plaintiff fact sheet received. Outcome of the event nausea and dysmenorrhea was updated from unknown to recovering / resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and ectopic pregnancy. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), mood altered ("hormonal changes describe: moody"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss: gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti,") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, depression, mood altered, vaginal haemorrhage, urinary tract infection, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,chronic pain , general abnormal bleeding, device breakage current weight 154lbs. Discrepancy in essure confirmation test- as per current pfs she did not underwent on essure confirmation test, previously reported hsg with bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral. Lot number: a15526, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: plaintiff fact sheet received. Event hormonal level abnormal was updated to mood altered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence and ectopic pregnancy. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe: modely") and weight increased ("weight gain / loss: gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain chronic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti,") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (salping. (Bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, depression, hormone level abnormal, vaginal haemorrhage, urinary tract infection, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,chronic pain , general abnormal bleeding, device breakage current weight 154lbs. Discrepancy in essure confirmation test- as per current pfs she did not underwent on essure confirmation test, previously reported hsg with bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. New events: menorrhagia, imbalance hormonal, vaginal bleeding, uti, depression, anxiety, migraine. Nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.